Event description:
The customer contacted philips healthcare to report the device quality inspection is unqualified. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.